Manufacturer narrative:
Concomitant medical products: product ID: 37703, product type: implantable neurostimulator.(B)(4)

Event description:
A manufacturing representative reported the patient felt no stimulation. The implantable neurostimulator (ins) was implanted two years ago and the ins was switched off after one week probably due to loss of therapy. A power on reset (por) message was found on the day prior to this report. Impedances were measured to be okay and the ins battery was okay, but the patient was not able to feel stimulation up to 10v. The patient's health care provider (hcp) decided to replace the ins. After the ins replacement, the patient still did not feel stimulation. The issue was not resolved at the time of this report.